Event description:
The consumer reported shocking. It was reported that they would like to have the device removed. The patient stated that they wanted the implanted removed because they had a big back side the implant was digging into their buttock. The implant was tilted and slanted. The patient reported that they get a cold shock sensation that goes down their leg and their leg gives up on them. There was a report that their pain begins down their legs. The patient reported that they had back surgery on (B)(6) 2016 but did not have pain where they had surgery. It was clarified that the patient initially said the back surgery was not related to the device or therapy but they later stated that they could not be sure. It was reported that they had not tried decreasing stimulation to see if that helped with the shocking. There was a report that the patient did not have their patient programmer with them but would try decreasing stimulation when they had their patient programmer to see if it helped with the shocking. Relevant medical history includes post lumbar laminectomy syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.